Event description:
Patient reports that she notice knee rest post was unstable but continued to use the walker to cross her kitchen. The knee rest post subsequently separated from the unit and the patient fell, suffering only minor bruising.